Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements higher than 3000ohms in the right atrial (ra) channel. Technical services (ts) was contacted and reviewed the data. This crt-d remains in service. No adverse patient effects were reported.